Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed the need for a device replacement and its return for laboratory analysis. A revision procedure was performed wherein this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The product is not expected to be returned for analysis. This report will be updated upon return and completion of analysis.